Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure; the surgeon noticed that the lens was scratched after implanting the lens. The procedure was completed on same day. Additional information has been requested and received stating as per surgeon opinion the cartridge likely caused the event. Surgeon prognosis was unknown and would continue monitoring the patient.

Manufacturer narrative:
The product was not returned. A photo was provided. The photo was of the implanted vivity lens. A linear mark/line was visible near the optic edge. It cannot be determined from the photo if this was damage or material on the lens. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. A review of the provided photo shows what appears to be a linear mark/line was visible near the optic edge. It cannot be determined from the photo if this was damage or material on the lens. The account indicated the product was not available to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.